Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that patient was laying down to charge, turned stimulator back on and it got high real quick. Patient states he was getting out of bed when he felt it, causing his left leg, the knee to go out and bang the bed and hyper extended. His left hand and thumb was tingling as well. Patient turned the ins off and it went away; has not turned it back on yet. Patient was redirected to follow up with their hcp to check up on his symptoms and device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient repeated the information and stated that when he was charging last thursday, he turned ins on and got a big jolt. It only affected his l leg but also his l side. His l hand was numb and the l side of his face got numb and his lips were tingling. Patient has not turned his ins on yet. Patient has not followed up with hcp yet and asked who is going to pay for it. Patient had not heard back from the manufacturer representatives. Patient was redirected to their hcp. No further complications were reported.